Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded and was not returned to the MFR. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "hospital scrub tech stated the sterile package was too easy to open and had a crease in the plastic box. Plastic was full of blood and discarded."